Manufacturer narrative:
Product investigation was completed. Returned product consisted of watchman delivery system with the implant inside the sheath. Inspection of the device found that the tip damage, sheath damage and anchor damage was evidence of deployment and recapture of the implant. The deployment/expansion difficulties were attributed to procedural use and the forces put upon the device while in use. (B)(6).

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was deployed and fully recaptured due to undesirable position. A new device was deployed and also did not land in an optimal position for which a full recapture was attempted. Upon recapture, the tip of the anchor would not fully retract inside the delivery catheter. Several attempts were made without success. The wds and was were then unsnapped and the wds was removed from the patient. At this time, it was discovered that the device anchor was caught on the distal marker band. The access system was then removed and the procedure was completed with a new access sheath and delivery system. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was deployed and fully recaptured due to undesirable position. A new device was deployed and also did not land in an optimal position for which a full recapture was attempted. Upon recapture, the tip of the anchor would not fully retract inside the delivery catheter. Several attempts were made without success. The wds and was were then unsnapped and the wds was removed from the patient. At this time, it was discovered that the device anchor was caught on the distal marker band. The access system was then removed and the procedure was completed with a new access sheath and delivery system. No patient complications were reported.